Event description:
A zoll distributor returned battery sn (B)(4) to report that it would not power on a monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) was confirmed. Upon investigation, the battery was found to have a shorted q1 transistor which caused the batter cells to excessively discharge. The cause of the inability to power on the monitor is the depleted cells. The root cause of the shorted q1 transistor was unable to be positively identified. No adverse event resulted from the defective battery.